Event description:
Asr revision; asr resurfacing - left hip; reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. MFR 1818910 - 2013 - 04720 was reported in error and is being rejected.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr resurfacing - left. Reason(s) for revision: alval / soft tissue reaction. Please note only head revised as cup remained in situ. Please note products and revision dates are still being queried. This is the first of 2 revisions - please see (b)(4 or 2nd left revision. Bi-lateral patient - please see (B)(4) for 1st right side - second right side revision yet to take place. Re-created 17th july 2014 to void as this patient has found to have an xl revision only and not a resurfacing revision.